Manufacturer narrative:
The customer replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an issue with setting up the mask. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the customer had issue with setting up/recognizing the mask. The customer performed a troubleshoot and took apart the data acquisition (da) printed circuit board assembly (pcba). The customer then requested part number for the da pcba and the rse provided the customer with the part number for the da pcba. This investigation is ongoing.